Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. (B)(4). Device remained implanted; as such explant date is not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. A device history record (DHR) review was performed for part # 04.226.036s, lot # l384814: please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 19.apr.2017, expiry date: 01.apr.2027: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.226.036 / l376046: manufacturing location: (B)(4), manufacturing date: 04.april.2017: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complaint is confirmed based on review of the received x-rays. The head of the two headless compression screw 3.0 mm in question could not be buried at all. The screws in question were left as it was because the fixation itself was done fine based on the complaint description. This complaint is confirmed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a foot arthrodesis surgery performed on (B)(6) 2017, after the competitor¿s 6.5 mm screws were inserted, the 3.0 mm headless compression screws were inserted in anteroposterior direction from front to back. When the surgeon tried to bury the head of the screw in question after pressure manipulation, it was found that the head of the screws in question could not be buried at all. The screws in question were left as it is because the fixation itself was done fine and expected to be removed after the bone union. The surgeon commented that counter-sinking of the cortex would not work and the screw could not be inserted if the bone quality was hard. The surgeon observed that the patient¿s bone quality was hard. Surgery was extended for ten (10) minutes. No adverse consequence to the patient was reported. Patient outcome is reported as okay. The fragment has been left in the patient¿s body. No other medical intervention required. This report is for one (1) 3.0 mm ti headless compression screw 36 mm. This is report 1 of 2 for complaint (B)(4).